Event description:
It was reported by service report that there was no power to the auxiliary outlet. Customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
This complaint is still under investigation.